Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. There was no work or repair required because the reported issue could no longer be reproduced.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to print to printer. There was no patient harm or injury reported .